Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stent: 3.0x23mm xience prime; medications: aspirin, prasugrel. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of stenosis is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x23mm xience prime stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that, on (B)(6) 2013, a 3.0x23mm and a 2.75x12mm xience prime stent were implanted in the mid left anterior descending (lad) coronary artery lesion without issue. On (B)(6) 2016, restenosis was noted in the both the 3.0x23mm and 2.75x12mm xience prime stents. Balloon angioplasty was performed as treatment. The event resolved. There was no additional information provided regarding this issue.